Event description:
In 2008, the pt reported that the screen of her infusion device is faded and displays unreadable characters. She stated that she noticed this 10 minutes prior to the report while attempting to bolus. She was instructed to check her bolus history and she stated that the 4.0 unit bolus she programmed was displayed as "-1.c." She stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional second party to address the issue. Product was replaced and requested to be returned for eval.